Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced the high blood glucose. Customer¿s blood glucose level was 400 mg/dl. Customer¿s blood glucose at the time of call was 226 mg/dl. Customer stated that insulin pump wouldn¿t calibrate and it stuck there. Customer stated that they changed the infusion set already. Customer stated that they having symptoms like thirsty. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.